Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an idiopathic left ventricle tachycardia (ilvt) ablation procedure with a decanav electrophysiology catheter. The patient suffered complete right bundle branch block requiring procedure discontinuation. It was reported that at an idiopathic left ventricle tachycardia (ilvt) procedure, when inserted into the left atrium (la), noise was significantly mixed into the 1-2 electrical potentials. This occurred right after the catheter was used, when inserted into the patient¿s body. The cable was changed but the issue did not improve. When the catheter was to be replaced, a complete right bundle branch block suddenly occurred. The patient was admitted to the hospital with incomplete right bundle branch block electrocardiography. Considering that the operator would block the left bundle branch as well as the left ventricle, it was considered to be in danger and discontinued from the procedure. The patient returned to the room without incident. The procedure was completed without patient's consequence. The noise issue is not MDR-reportable. Since the event is life threatening and required prolonged hospitalization and may require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.

Event description:
It was reported that an unknown patient underwent an idiopathic left ventricle tachycardia (ilvt) ablation procedure with a decanav electrophysiology catheter. The patient suffered complete right bundle branch block requiring procedure discontinuation. It was reported that at an idiopathic left ventricle tachycardia (ilvt) procedure, when inserted into the left atrium (la), noise was significantly mixed into the 1-2 electrical potentials. This occurred right after the catheter was used, when inserted into the patient¿s body. The cable was changed but the issue did not improve. When the catheter was to be replaced, a complete right bundle branch block suddenly occurred. The patient was admitted to the hospital with incomplete right bundle branch block electrocardiography. Considering that the operator would block the left bundle branch as well as the left ventricle, it was considered to be in danger and discontinued from the procedure. The patient returned to the room without incident. The procedure was completed without patient's consequence. The noise issue is not MDR-reportable. Since the event is life threatening and required prolonged hospitalization and may require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 2-mar-2022, the product investigation was completed. It was reported that an unknown patient underwent an idiopathic left ventricle tachycardia (ilvt) ablation procedure with a decanav electrophysiology catheter. The patient suffered complete right bundle branch block requiring procedure discontinuation. Device evaluation details: visual analysis of the returned sample revealed that no damage or anomalies were observed on the c3 cs refstar - deflectable catheter. Per the event, several tests were performed. The magnetic feature was tested and no issues were observed. In addition, the product was deflecting correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30525717m number, and no internal action was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) it was discovered that the product receipt was mistakenly omitted from the previous supplemental report. On 2-feb-2022, the bwi product analysis lab received the device for evaluation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, bwi received additional information regarding the event. The physician stated that the event occurred during use of the complaint device. No intervention was provided. Patient outcome of the adverse event: right bundle branch block was continued. The patient did not require extended hospitalization because of the adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)